Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the patient came in to address his upper denture but clinician took a look at his lower denture. The male part in #22 site was lifted. Clinician was able to replicate issue over and over in the chair. It was concluded that the issue may be the abutment itself.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based, on updated customer information received and reassessment of the reported event. It was determined, that MFR report number 0001038806-2021-02209 was reported in error. Please disregard this submission. No further reports will be submitted for this event. .